Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an egd (esophagogastroduodenoscopy) on a female patient (B)(6). The exact date of the event is unknown however it is estimated to have occurred during the week of (B)(6), 2010. According to the complainant, during the procedure the balloon was positioned in the esophagus and inflation was attempted with the alliance inflation system however the balloon would not fully inflate. The complainant stated they tried to remove the balloon from the patient however the balloon would not fully deflate. The balloon and the scope were removed as a unit from the patient and the catheter was cut to remove the device from the scope. Additional information received noted there was no visible damage noted on the device. The patient was rescoped and the procedure was completed with a second cre fixed guidewire dilatation balloon and the original alliance inflation system. There were no patient complications reported as a result of this event. The condition of the patient following the event was reported to be fine. On (B)(6), 2010 additional information was received confirming no pieces of the balloon detached inside the patient. This information was obtained as a results of this investigation product analysis which found the balloon portion of the device detached from the catheter.

Manufacturer narrative:
Additional information was received on (B)(6), 2010 confirming no pieces of the balloon detached inside the patient. Investigation results a DHR review was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaints database revealed no similar complaints for lot 13198056 and no adverse trends were noted. A visual examination of the returned device revealed the balloon was detached from the catheter. Observation of the device found a kink present on the guidewire of the device and three kinks along the working length of the catheter. As clinical follow up revealed there was no vacuum maintain during device insertion in to the scope which likely led to the damage on the device that caused the inflation and deflation issues, this complaint has been assigned a root cause of use/user error.

Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an egd (esophagogastroduodenoscopy) on a female patient over the age of 18. The exact date of the event is unknown however it is estimated to have occurred during the week of (B)(6), 2010. According to the complainant, during the procedure the balloon was positioned in the esophagus and inflation was attempted with the alliance inflation system however the balloon would not fully inflate. The complainant stated they tried to remove the balloon from the patient however the balloon would not fully deflate. The balloon and the scope were removed as a unit from the patient and the catheter was cut to remove the device from the scope. Additional information received noted there was no visible damage noted on the device. The patient was rescoped and the procedure was completed with a second cre fixed guidewire dilatation balloon and the original alliance inflation system. There were no patient complications reported as a result of this event. The condition of the patient following the event was reported to be fine.

Manufacturer narrative:
It was confirmed the patient was over the age of 18. However, it is estimated the procedure occurred the week of (B)(4), 2010. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.